Event description:
The reporter stated that the surgeon was inserting a cc4204bf collamer single piece lens and the lens tore. The lens was removed without enlarging the incision and was replaced with another model lens. No pt injury.